Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7139148.

Event description:
It was reported that immediately after the trial procedure, the patient experienced pain, allodynia, and weakness in the right leg. The physician had difficulty with the patients anatomy when placing the leads and was concerned about an epidural hematoma when the patient reported weakness. The patient had a lead pull. The leads will not be returned as they were not released by the facility.